Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately reset when the merlin transmitter attempted to access the ICD. The was no consequences to the patient. Additionally, it was noted that the cybersecurity firmware was not updated. Upon updating the firmware, the ICD was programmed back to its initial settings without consequence. The patient was in stable condition.

Manufacturer narrative:
Corrected data: h6 codes refreshed to indicate there was no cybersecurity issue.